Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump power was off and they received hardware low level failure alarm after self test. The customer's blood glucose level was 400 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 noted during testing or in the pump trace download. Format history file analysis confirmed pump error 63 and due to open traces.